Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/15/2020 additional information: g1, h6 additional information: d4 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch pg2977; expiration date: 05/31/2024. Date of mfg.: 06/29/2019. Batch ph7958; expiration date: 06/30/2024. Date of mfg.: 07/31/2019. A manufacturing record evaluation was performed for the possible finished device pg2977 and ph7958, and no non-conformances were identified. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure --female, other information unknown on what tissue was the suture used? --anterior sheath / peritoneum of rectus abdominis what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? --normal how was the suture placed, interrupted or continuous? --continuous did the patient experience an infection? --no if yes, were cultures performed? --na if yes, were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? --na how was the suture initially tied? --two square knots other relevant patient history/concomitant medications --no special medication lot number --according to the sales rep, could not ensure which is the correct lot used in surgery, either pg2977 or ph7958 patient current status? --patient is in good condition now.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? Did the patient experience an infection? If yes, were cultures performed? If yes, were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? How was the suture initially tied? Other relevant patient history/concomitant medications. Lot number. If applicable, will product be returned, return date, tracking information. Patient current status?

Event description:
It was reported that the patient underwent cesarean section surgery on (B)(6) 2020 and suture was used. 10 days after the surgery, the patient experienced surgical site oozing. The patient underwent a second surgery on (B)(6) 2020, and it was found that there were no stitches and remnants at the anterior sheath / peritoneum of rectus abdominis. It was reported that the customer suspects it is due to early absorption of the suture. Another suture was used to oversew, and the patient is stable now. Additional information has been requested.